Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blank display troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery, but the display did not return. The customer was then instructed to remove the battery for two hours, but the display still did not return. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, serial number label peeling and minor scratched lcd window.